Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc instructed the customer to add a task scheduler, enabling the purge sample command to run every day. The ccc determined that the customer had the sample reuse period set to 365 days. The ccc instructed the customer to change the reuse period to 30 days. Siemens is investigating the sid purge sample command on the centralink data manager system.

Event description:
The customer reported obtaining patient samples with incorrect patient information on a centralink data management system. The customer utilized an automatic purge, setup so that their barcode/sid numbers can be reused after a year. There were no reports of adverse health consequences or known patient intervention due to the sid purge not functioning as expected by the customer.